Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure to treat internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed properly. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block 11: the returned speedband superview super 7 was analyzed, and it was observed that only the handle was returned, and it had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator housing was not returned. Upon analysis of the returned component, the handle had marks of the trip wire indicating that it was secured. Based on the available information and the product analysis of the returned device, it did not identify any evidence of either the alleged problem(s) or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block e1 (initial reporter facility name): the first affiliated (B)(6) hospital. Block h2 (additional information): block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) has been updated based on the additional information received on january 15, 2025. Block h2 (correction): block b5 and block g2 (report source) have been corrected. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure to treat internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed properly. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an endoscopic retrograde cholangiopancreatography (ercp) for internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed properly. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.